Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the port nearest to the intravenous bag. This issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a slight separation between the cap and the housing of the first y-site clearlink was observed. Pressure test and clear passage were performed, and a leak from the y-site at the first clearlink was observed. Priming was performed, and a from the y-site at the first clearlink was observed. Autopsy was performed, and a recessed gland was observed. The reported condition was verified as leak from the y-site. The cause of the condition was determined to be due to improper automatic assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.